Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of swelling and increase pain at the lower back were noted. The patient was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. Device malfunction was not suspected.